Event description:
Customer reported that she had low blood sugars. Customer stated that his insulin pump is alarming motor error, and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Error alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted.